Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier for failure analysis. The instrument was found to have both grip input disks broken. Input disks #6 and #7 were found broken from the inside of the housing. This caused non intuitive motion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the large hem-o-lok clip applier instrument exhibited non-intuitive motion. The sterile adapter and instrument were reinstalled multiple times; however, this did not resolve the issue. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the procedure was completed with no reported injury. No further information was provided.

Manufacturer narrative:
Isi has received the large clip applier instrument involved with the complaint; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.